Event description:
The surgeon implanted a preservation uni in pt and upon final xray, noticed implant in an unacceptable position of flexion. The surgeon removed both femoral and tibial components and implanted a total knee.

Manufacturer narrative:
No prod was returned. The exact cause of the unacceptable position of the flexion is unk, but no evidence was found that would suggest prod error was a contributing factor. The initial report states, that it is not suspected that the prod failed to meet specs or contributed to the reported event. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be reopened.